Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced four events on (B)(6) 2023. It was reported that the patient faced an issue with infusion set leakage at infusion site. The infusion set was used for one to two days. The high blood glucose level has been managed by bolus via pump and changing the infusion set when noticing the blood glucose level decreased. The patient had done ketone test and resulted as moderate ketones. The patient has replaced the infusion set and resumed on insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01317 - device 1 of 4.